Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial device check in the emergency room, inappropriate shock for sinus tachycardia was observed. The patient was asymptomatic. Programming changes were made. Patient¿s condition was stable.